Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation for 8 atmospheres for 10 seconds, the balloon was ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.